Manufacturer narrative:
This report is based solely on device return and analysis and the device condition was identified prior to implant. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: preliminary analysis showed the device was unable to sustain a pacing output without a wired telemetry session in process. Further analysis showed a leaky holding capacitor connected to the pacing and sensing features of the device was the root cause of the observed behavior